Manufacturer narrative:
Product ID 8583, lot# n329370, implanted: 2012 (B)(6); product type accessory product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) put pump in wrong and ¿it was floating 2 ½ inches lower than it should¿ per reporter. It was indicated that patient had trouble because it was put in wrong. It was stated that the pain management hcp had indicated that ¿instead of being anchored, it was floating around in the abdomen and settled in the groin and should be by the belly button¿. It had caused patient ¿a great deal of pain and agony, and was a very bad thing because of pain¿. Reporter was not sure when they discovered that device was put in wrong. It was stated that it stopped working; they found out soon after implant but not sure ¿when the tube (catheter) got behind it and ¿crimp¿ and nobody believed patient had a lot of pain, and it caused a lot of difficulty to patient¿s life, after 30 yrs of being disable. It was stated that the hcp had done a test (details not specified) around the same timeframe patient was seeing the hcp for dose adjustments twice a week as patient had "a very high tolerance for medication". Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.